Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead was having runs of ventricular tachycardia (vt) after the implant of the lead. It was noted that the device delivered shocks to successfully treat the vt. The physician suspected that this passive fixation lead was moving around and irritating the patient's ventricle, causing the vt. A revision procedure was therefore performed, during which the physician cut the lead near the yoke while removing the suture. The lead was successfully explanted and replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on all terminal connector pins. There was a cut noted in the insulation at 18 centimeters (cm) from the is-1 terminal pin; no other irregularities were noted. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits; however, the lead did not pass pressure testing due to the cut in the lead insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.